Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturers right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. No noise was able to be reproduced. Additional troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that patient isometrics and pocket manipulation was performed, which did not elicit noise or high impedance measurements. No programming changes were required. No adverse patient effects were reported. The device remains in service.